Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the patient experienced atrial fibrillation that resulted in inappropriate shock was observed on the device. The patient was stable with no adverse consequences reported.